Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace60 reperfusion catheter (ace60). During the procedure, the physician placed a non-penumbra balloon guide catheter into the internal carotid artery (ica) and then attempted to advance the ace60 with a non-penumbra microcatheter inside it, through the balloon guide catheter; however, resistance was encountered approximately ten centimeters from the tip of the balloon guide catheter and the ace60 would not advance further. Therefore, the physician used the microcatheter inside the ace60 to pass over the thrombus and then deployed a stent retriever device to remove the thrombus. The procedure was completed after removal of the thrombus. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the penumbra system ace60 reperfusion catheter (ace60) distal shaft had consecutive kinks and compression in multiple locations, ranging approximately from 110.0 cm from the hub to 124.0 cm from the hub. During functional analysis, an attempt was made to advance the ace60 through a demonstration guide catheter, but the ace60 could not be advanced due to the damage observed in the distal shaft. Conclusions: evaluation of the returned ace60 revealed that it had consecutive kinks and compression in multiple locations along its distal shaft. These types of damages typically occur due to forceful advancement of the ace60 against resistance during advancement through a guide catheter. The non-penumbra guide catheter and non-penumbra microcatheter mentioned in the complaint were not returned for evaluation, and the root cause of the initial resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.